Event description:
A pt was implanted with an ams monarc sling to treat stress urinary incontinence. It was reported that as a "result of having the monarc implanted in her", the pt has "sustained permanent injury, has undergone corrective surgery," and has suffered "severe personal injuries, pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.